Event description:
Baxter changed the packaging and design of the interlink continu-flo solution set. The catalogue number remained the same, therefore the assumption was made by the hosp that the new tubing design was the same as the old and the old tubing would be compatible with the new baxter colleague pump. During a code situation, it was discovered that the clamp on the tubing had been changed and the old tubing was not compatible with the new baxter colleague pump. This caused a potentially life threatening delay in pt care. Due to medical personnel intervention, there was no injury to the pt.